Event description:
The seat ripped and the end user fell, fracturing her right elbow.

Manufacturer narrative:
The end user reported that the seat ripped and she fell out of the chair. She suffered a right elbow fracture in the fall that was not diagnosed until a month later. The arm was placed in a sling and she received a cortisone injection. The end user stated that she self-propels herself when using the transport chair. The owner's manual specifically states that the device is designed for transport with someone pushing the chair. It is not intended for independent use by a wheelchair-bound individual. The sample was returned and evaluated. The brakes, wheels and casters functioned as intended. There were no welding or frame defects identified. The seat upholstery was ripped at the seam on the left hand side of the chair. The tear extended approx six inches from the front edge of the seat towards the rear. The device was not used as intended as confirmed by the end user's report of self-propelling. The root cause for the rip in the upholstery was attributed to stress applied unevenly across the front of the seat from self-propelling.